Manufacturer narrative:
This supplemental report is being submitted to provide the correction of d8, e4, h3 fields. Corrected fields: d8, e4, h3. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: burned plastic distal end cover based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope did not replicate the image. The event occurred during inspection for use. There were no reports of patient harm.